Event description:
Global field surveillance received a report from a peritoneal dialysis (pd) nurse who reported that she was having difficulty using the transfer set. She stated that she received two boxes and some of them do not tighten properly against the beta cap adapter. She noticed that there was about a 3mm gap between the threads of the transfer set and the beta cap adapter. She stated that when she attempts to hand tighten the transfer set to the beta cap adapter, it pops back when she tries to connect it. She stated that if a home patient (hp) was to turn or twist their body around, there will most likely be a disconnection due to the loose connection. She stated that she originally noticed that there was a problem when she couldn't flush the catheter; there was no flow. She also tried attaching a syringe to the transfer set and that didn't work either. She has tried using the products from the two boxes and stated that some were working just fine and some were not working at all. There stated that there was no injury or medical intervention regarding this reported incident.

Manufacturer narrative:
(B)(4). A batch review was performed and no issues were noted. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Device evaluation: two used transfer sets and 3 unused companion samples were received in reference to the reported condition of the connection issue. This report was confirmed in the lab at the manufacturing facility for difficult to connect; however, was unable to be replicated or confirmed later in the lab in mcgaw park (renal division). Visual evaluation noted no obvious flash on the transfer set patient connector that would interfere with the part fitment. Visual evaluation noted that the transfer set patient connector and the adapter did not connect flush on both sets (up to the flange); however, a secure connection is not dependant on the distance to the flange. Upon pressure testing the two used sets with the beta adapter connected, one leak was noted between the beta adapter and the patient connector on one set and no leak was noted on the second set. The engineer at the manufacturing facility functionally hand tightened a lab titanium adapter on the 3 unused companion samples and tested sets underwater with no leaks or issues noted. The two used transfer sets with plastic patient catheter adapter were sent to the renal division for further testing. Measurements by torque were taken on connection and disconnection, leak testing was performed after each connection and disconnection, and the gap was measured between the patient transfer set adapter and the catheter adapter with no issues noted. A batch review was performed with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.